Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 18, 2010, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient indicated that the alleged issue started on (B) (6) 2010, at an unspecified time. The next day at around 2:00-3:00 pm, the patient claimed that she developed a symptom of shakiness. The patient administered self-treatment by drinking orange juice. The self-treatment helped to relieve her symptom. The patient denied that her blood glucose was tested on another device during the time of concern. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia a day after the alleged issue began.